Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resets) has been confirmed. Aas received, the battery charger/modem was unable to fully power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board and there was liquid contamination on the battery board. The cause of the failure is the damaged components and the contamination. A root cause investigation of similar failures indicated that excessive strain in the c/a board can fracture bga solder connections. The root cause of the contamination was ingress of an unknown liquid. No adverse event resulted from the reported failure.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem resets.